Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was out of specification with respect to the reported symptom, which was reproduced. The messages were found to be caused by a loose upper link screw. The link screws were replaced.

Event description:
It was reported that a spectrum pump had a door latch issue. It was also reported that there was no pt involvement.